Event description:
The patient had several big seizures following replacement surgery as she was unable to see her physician for dosing. It was noted that the patient may have been left at low settings after the surgery. Per a company representative who attended the replacement surgery, the device was left off after the surgery and would be turned back on when the patient saw the physician. Therefore the device may have been off when the patient was experiencing the seizures but this has not been confirmed. No other relevant information has been received to date.